Event description:
Patient reported rupture, superficial radial folds, a thin band of fluid, "silicone outlet", anguish. The device remains implanted.

Manufacturer narrative:
Additional code: f12. Device photograph(s) for the device related to the reported event of rupture, crease/folding of implant, seroma-late, and anxiety-product/procedure was reviewed. Visual analysis of the photographs identified; an opening, and red particles on the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Patient reported rupture, superficial radial folds, a thin band of fluid, "silicone outlet", anguish. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, superficial radial folds, a thin band of fluid and "silicone outlet."

Event description:
Patient reported rupture. Device has not been explanted on the right side. Patient reported bilateral breast implants with superficial radial folds, a thin band of fluid. Healthcare professional reported "silicone outlet."